Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the programmer would not start up. It was noted that the stylus pen tip position on the touch screen needed calibration, the left keyboard hinge was broken, and the cover bullets assay was broken. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional, electrical, and system tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer no longer starts. The programmer was returned for service. No patient complications have been reported as a result of this event. It was further reported that the programmer tested out of specification during manufacturer's analysis.